Event description:
It was reported that a patient underwent an initial left hip replacement surgery . Subsequently, a revision procedure was performed due to polyethylene implant wear. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). Concomitant medical products: medical product: mlry-hd 3hole rlc shl 60mm/l23, catalog #: 11-104160, lot #: 3200305; medical product: delta cer fm hd 036/-4mm 12/14, catalog #: 650-0836, lot #: 3529937; medical product: rloc-x e1 h/w +3mm 50/36mm 23, catalog #: ep-083650, lot #: 3549268. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00013, 3002806535-2019-00014, 3002806535-2019-00015. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It is reported by the patient's legal attorney that the patient underwent a revision surgery due to 'wear of polyethylene following the left hip's replacement surgery' (in the clinical records both pain and noise from the left hip are reported). This report is based on allegations set forth in patients notice and the allegations there in are unverified.